Event description:
It was reported that the patient underwent surgical revision of the driveline exit site. Vacuum-assisted wound closure (vac) therapy was started and the vac system was changed regularly. Staphylococcus aureus (s. Aureus) was found in the wound and antibiotic therapy was started. Later, s. Epidermis and escherichia coli (e. Coli) were found in the wound and the antibiotic therapy were adapted to the finding. After two negative cultures, the wound was closed and the patient was discharged.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements.  No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for a driveline infection. The patient was treated with antibiotics and underwent surgical debridement.